Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions, without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; a hole in the breathing bag was found. Functional test: leak test was performed; the corrugated tube did not leak and the breathing bag leaked. The most probable root cause of the issue was deemed to be manufacturing related; production personnel did not detect and scrap the damaged breathing bag. Action(s) taken to mitigate the reported issue(s): a qalert was generated to ensure that operators verify that breathing bags detect any marks or damage on the breathing bags and production personnel was notified by quality intern as awareness of the defect reported by the customer.

Event description:
It was reported that, during a pre-use check on the product, the customer found a torn hole in the bag. No patient injury was reported.